Event description:
It was reported that the patient experienced sedation a few hours after pump replacement, around 2:30 pm on (B)(6) 2011. The prime amounts were double-checked and thought to be okay. The patient fell in the bathroom approximately 2 hours after the implant and it is unknown whether the dose of the pump was a factor. At implant, 2mls of csf (cerebrospinal fluid) was aspirated from the catheter prior to connecting to a new pump. A full prime was programmed properly after the implant. After surgery, the patient was groggy and slow to wake up. The patient was admitted to the hospital and given narcan. The next day around 5p, the pump was turned down to 5mg/d (from 10mg/d) and was still having symptoms. It was later reported that the pump dose was again lowered to 3mg/day, and ultimately turned down to minimum rate over subsequent days after surgery. The patients pump was currently at minimum rate and patient was continued as an inpatient. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Catheter model: 8578 proximal, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709, serial #: (B)(4), implanted on (B)(6) 2004, explanted on: unk.